Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer, which corrected the no boot problem. Other repairs for other problems, occurring after boot up, remain to be performed.